Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. At the start of the patient's treatment, blood was visually observed leaking from a crack near the arterial header of the dialyzer. The machine did not alarm. Blood test strips were not used. The patient's estimated blood loss was approximately 20cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is not available for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.